Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was for the past 2 months the patient's spinal cord stimulation therapy has not worked for them. Patient stated that the implant will not recharge. Patient mentioned that they have an appointment with their healthcare provider tomorrow at 12: 45, and they are looking for a medtronic representative to be there to go over things with them. Pt stated they may need to have the implant replaced. Agent redirected to their managing hcp, and the agent sent an email to the field for visibility.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy not working and being unable to charge the implantable neurostimulator (ins) is that the battery died, it doesn't work. Patient stated that they need changed in hip also.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.